Event description:
Additional information has been received. Pt sent back replacement dtc.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section g2 PMA / 510(k) # updated in this report which was missed in previous report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section b5 updated with additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 27january2025 manufacturer representative (rep) called for instructions to use wireless recharger (wr) to the patient . Also, technical services (ts) let caller know that a large belt was shipped to other rep for this patient (pt). Rep called back on (B)(6) 2025 repeating information from previous call about belt. Caller stated that the patient still has not received a belt from when they transitioned to a wireless recharger a month and a half ago. Caller noted that the patient got the wireless recharger yesterday but there was no belt. Caller mentioned speaking with ts yesterday, caller added that it is difficult to charge the implant without a belt. Agent sent an email to repair to request a belt.

Manufacturer narrative:
H3: product ID: 37761; serial# (B)(6); product type: recharger was returned for product analysis. Analysis found cable assembly failure. Specifically, frayed cord was observed. No anomalies were visually observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was caller stated that since friday they have been having issues with their recharger. Caller stated that when they connect the charger to the desktop charger, the battery icon just blinks on and off. Caller stated that the recharger battery shows it has very little charge and does not appear to be recharging. Caller added that they can recharge their implant with the recharger connected to the desktop charger. Caller noted that the desktop charger was replaced not long ago. Agent had caller examine the equipment for damage, caller noted that it feels loose when the desktop charger (dtc) is connected to the recharger. The issue was not resolved. An email was sent to the field to transition the patient to the wireless recharger. No symptoms were reported.

Manufacturer narrative:
B3: event date is confirmed as valid. Section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial#: (B)(6), product type recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.